Event description:
The customer returned the product for fluid intrusion, and during physical inspection it was found that the air detector was damaged, and the upstream occlusion (uso) seal was not sitting flush on the chassis. After investigation the results indicated a reportable malfunction due to the damaged air detector, and the uso seal was not sitting flush on the chassis. There was no patient involvement.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was duplicated. The pump was found to have a damaged air detector, and an upstream occlusion (uso) seal was not sitting flush on the chassis. After investigation the results indicated a reportable malfunction due to the damaged air detector, and the uso seal was not sitting flush on the chassis. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the air sensor and uso seal, updated software, reset the unit to standard configuration, and calibrated downstream occlusion (dso). The pump passed all functional tests and performed as intended after repair.